Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that the vapr clplse90 electrode w hand cntrls did not perform coagulation or aspiration. There was a delay in surgery. A new device was opened (same product) and it worked without problems and allowed surgery to be concluded without problems.

Event description:
Additional information provided by the affiliate reported that there was no patient impact and the device was not re-processed or re-used. The affiliate also reported the suction line was hooked up to the fms pump.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and sent to the supplier for investigation. The supplier reports indicate: the active tip looks in a used condition. There is tissue visible in the tip suction port the suction tube of the device appears clean, with no signs of any blockage within. The suction flow clamp was received closed no visible damage to the device electrical testing was performed and the device passed the continuity, capacitance and hipot tests. Pre and post activation suction tests failed. The ablation and coagulation tests passed. Several attempts were made to unblock the device, by activating the device in saline, whilst applying a positive and negative pressure to the suction tube. This did not increase the flow. The device handle was opened and inspected for any anomalies or blockages within the visible suction path. Inspection resulted in no clear and obvious blockage / restriction. A wire was fed up the suction path towards the distal end; the restriction was located at the distal end (active tip). The blockage was found to be tissue, unfortunately the tissue was unable to be removed and the device remained blocked. The supplier investigation was able to confirm the customer reported blocked suction issues with the returned complaint electrode, however no manufacturing defect was found and we have determined the likely cause of the reported suction blockage to be normal procedural debris within the active tip. This complaint can be confirmed for the suction failure but not for the coagulation failure. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore no containment or correction action related to the individual complaint is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).